Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 16 may 2024 that the patient experienced that infusion set was not adhering enough long. Patient had to change it earlier than the 7 days expected. No further information was available.